Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Low power alerts and alarms occurred prior to the shutdown. Customer¿s blood glucose level was described as "high"; no exact bg values were provided. No third party assistance was required and no injuries were sustained during this event. A manual correction was administered to address bg.